Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the light guide bundle was broken which led to no light transmission. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the colonovideoscope exhibited no light transmission. The issue was identified at the time of reprocessing. There were no reports of patient involvement.